Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd silicon ring broke during first insertion of a reusable clip applier, causing pneumo loss and rearing immediate replacement of the trocar in order to continue the case. There was no consequence to the pt.